Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) levels ranging from 45 mg/dl to 52 mg/dl, shaking, and disorientation. Reportedly the cause was related to customer's basal rate settings. The customer required assistance from parent to treat bg level via being awoken, and consumption of glucose. The customer was working with healthcare provider to update pump settings.